Manufacturer narrative:
Email received by rn, nurse manager-apheresis, ucsd medical center, with additional information related to this incident. The reporter states, on (B)(6) 2020 a (B)(6) male came to the facility complaining of back pain. Reporter states, "the warm pack had no damage prior to activation. I activated it myself. Warm pack was placed on patients back per patient's request between the shirt and skin." Reporter states the hot pack was removed after ten to fifteen minutes. Reporter states, she did not check the back at that time. The reaction was discovered four hours later after the stem cell collection. Reportedly the patient came back to the facility after discharge and followed up with the nurse practitioner (np) who discovered a superficial burn on the right scapula the size of a quarter and a rash across the patient's back, patient was given care instructions by the np and sent home. The reporter states, the patient returned the following day to the emergency department for back pain at which time the emergency room physician diagnosed the patient with shingles (herpes zoster). It is unknown how the patient received a superficial burn to the right scapula. The reporter at no time advised that they applied a hot pack to the patient's right shoulder. Due to the nature of the reported incident and out of an abundance of caution, this medwatch is being filed. The sample has been discarded and is not available for return. No further information is available at this time. If additional relevant information becomes available, a supplemental med watch will be filed.

Event description:
It was reported a hot pack burned a patient's right scapula.